Manufacturer narrative:
Co has completed investigation of the MDR incident listed above and, after testing the device, have not been able to verify a device malfunction which could have contributed to this event. Co conclude that the alleged inaccurate results may have been due to user error, improper meter cleaning/maintenance, testing while in a dehydrated condition, or some unkown anomaly. At this point investigation of this matter is closed.

Event description:
The pt, a iddm, began feeling ill the evening of 5/30 and vomited throughout the night and following day. He reported he had been obtaining low results (40-70 mg/dl) on his one touch profile meter for several days, but attributed the readings to increased exercise. He did not change his diet or insulin regimen during this time. At approx 4 or 5/p on 5/31, he contacted an ambulance and was transported to the hosp where a hosp meter (unknown brand) result was high and a laboratory blood glucose result was 700 mg/dl. He was admitted and treated with saline and insulin via IV to combat dehydration and elevated blood sugar. The meter is not cleaned according to MFR's receommendations, it is cleaned only when it displays the "clean test area" message, with a dry cloth rather than the recommended water. Calibration tests designed to detect potential inaccurate results are performed only once every two months.